Event description:
The customer reported that while the unit was in use on a pt, a loud noise was heard after the unit autofilled and the door to the unit suddenly opened. The pt was switched to another unit and therapy was continued. No pt injury was reported.